Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).batch # m92d88. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information requested: did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). Or did the tissue pad melt? (See attached photos which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿). If yes, did any piece of tissue pad fall into the patient? Was the piece retrieved? Is detached tissue pad being sent back for analysis with rest of device? Or was tissue pad discarded. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Additional information received: the device was used for 2 minutes. The pad broke and felt off after the first activation on soft tissue. (Did not melt). The jaws was closed when they activated on the soft tissue. They found the broken part in the patient and took it out. No clamp, or any hard material was between the jaws.

Event description:
It was reported that during a liver resection open procedure, the head part of the device (white color) was detached from the device after ten minutes of use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.